Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the patient effects of death. Death, is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of event estimated; date of death estimated; date of implant estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other adverse events referenced in the article are filed under a separate MFR report#.

Event description:
This is filed to report to death. It was reported through a research article identifying the mitra-clip device which maybe be related to patient death. Details are listed in the attached article, titled, 'percutaneous repair or medical treatment for secondary mitral regurgitation'. No additional information was provided.